Event description:
It is reported that the articular surface would not stay seated in the tibial tray during flexion, prior to insertion of the locking screw. Another articular surface was opened and inserted without a problem.

Manufacturer narrative:
It is possible that the problem encountered are related to surgical technique; however, more info would be needed to conclusively make that determination. Eval codes: the device history records were reviewed and found to be conforming; indicating the device was manufactured, inspected, and packaged to specs. Dimensional analysis was performed and found the product to be conforming to print specs. Visual examination shows damage to the dovetail feature and the posterior bottom edge of the device. Damage to the dovetail indicated that the device may not have been properly positioned prior to attempted insertion.